Event description:
It was noted that the pump was not working, and the health care provider wanted to check the pump. It was later reported that the patient's pump got turned off somehow while going through the airport. It was noted that the patient was hearing a dual tone alarm and was experiencing withdrawal. It was noted that the patient was last refilled in (B)(6) 2014 and his next refill was in (B)(6) 2014. The patient was given morphine. The drugs in the pump were clonidine, bupivacaine, and morphine. It was reported that a motor stall was confirmed. No motor stall recovery was recorded in the event logs. It was noted that the motor stall occurred on (B)(6) 2014 and no MRI was associated to the event. It was later reported that the patient's pump was replaced. The patient was hospitalized due to withdrawal and underdose symptoms.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID 8709, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found gear grain anomalies of the motor. Corrosion and/or wear and/or lubrication were seen as well as a stall due to shaft-bearing.

Event description:
Additional information received reported other medications the patient was taking at the time of the event included ms contin. Withdrawal symptoms the patient experienced included pain, nausea and jitteriness. It was unknown to the health care provider (hcp) if more than one motor stall was noted in the event logs. The cause of the stall remained unknown. As previously reported interventions consisted of replacing the pump as well as the catheter and were they now functioning. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.